Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen failed to power on and displayed lines, consistent with a damaged display, after which the user reverted to a back-up insulin therapy. Symptoms included hyperglycemia with a highest reported glucose of 517 and no reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of ilet therapy, manual insulin administration of 10 units, and transition to a back-up pump, without medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and education, with replacement of the device and return of the original for assessment. Investigation of this device revealed physical damage to the screen consistent with external impact, associated with high glucose subsequent to device unavailability. It was concluded, based on established findings for similar reports, that user-related physical damage led to device failure and resultant hyperglycemia.